Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a defective device was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, instrument defective, a new one had to be opened. The procedure was completed, however it is unknown if the reported event had any impact on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nurse clarified that the issue was the bowden cable on all instrument recently sent back.